Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (anatomy related; disease state, pre-existing dissection). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; disease state, pre-existing dissection).

Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a thoracic dissection. The maximum false lumen diameter was 7.2 cm. The proximal aorta was 27 mm in diameter. The distal aorta was 32 mm in diameter. The right access vessel was 13 mm in diameter and the left access vessel was 15 mm in diameter. The patient had a previous dissection (type a) which was treated with an elephant trunk procedure. A recent CT with contrast revealed that there was disease progression with continuation of the thoracic dissection. There was proximal and distal stent graft perfusion that is not classified as an endoleak. The event was left uncorrected. No additional clinical sequelae were reported.